Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds, high impedance and the high number of the sensing integrity counter (sic) episodes. The lead was reprogrammed and subsequently the noise was observed. The rv lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2019 it was further reported that the right atrial (ra) lead was fractured and was subsequently capped.